Event description:
It was reported that the patient was experiencing increased pain in the back and it got worst since the last lead was removed (MFR. Report number: 3006630150-2020-04404). The patient underwent an explant procedure wherein only one lead was removed. The patient was doing well post-operatively. The explanted lead was discarded.